Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#60070221x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device had no coagulation effectiveness and uncontrolled minimal bleeding was observed at 5mm short inferior vessel after few sealing. The device had no regrasp alert, no energy delivery but end tone was heard. The device was not cleaned. A second device was used but still the same. The surgeon changed equipment during the procedure and used a competitor¿s device to complete the procedure. There was no patient injury and no blood transfusion necessary.